Manufacturer narrative:
Device passed displacement test and self test. No keypad unresponsive or button error alarms or stuck button alarms noted during testing. All buttons function properly; corroded keypad traces noted during visual inspection. Device received with cracked case on battery tube area. Device received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay stained keypad overlay, damaged keypad overlay texture, peeling end cap address label and corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call the customer insulin pump alarmed stuck button. The customer¿s blood glucose was 370 mg/dl at the time of incident. No significant event leading to button error or keypad anomaly were observed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.